Event description:
Surgeon was preparing to remove a click'x system from patient implanted at l5-s1 because of leg pain. Pre-op x-ray showed that the head of one screw was cracked possibly due to fall taken by patient.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. H3, h6: no evaluation could be made, no conclusion could be drawn as no device has been returned. Synthes is unable to determine a manufacture date without a lot number.